Event description:
It was reported that the device has binary switches that are not working. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 06/20/2004 to the present date 10/26/2020 and confirmed that this device was previously returned 3 times for servicing, 2 of which correlates to the customer reported issue or service repairs. A complete production failure review was not performed because the device was manufactured prior to (B)(6) 2004 ¿ the implementation date of the erp system. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has binary switches that are not working. No additional information was provided. There was no patient involvement.